Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the one day post-op the pt presented with trace bilateral diffuse lamellar keratitis (dlk) which was treated with topical steroids and the dr performed a flap lift and rinse proactively as he was going to be out of the office. The pt responded to treatment and the dlk resolved in both eyes. The pt's pre-op bcva was 20/20 od and 20/40 os. The pt's current bcva is 20/60 and 20/70 os. The pt was referred back to her co-managing optometrist.